Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to disassociation of the head from the stem. The presence of trunnionosis and metallosis was reported, and the head had bored through the liner.

Manufacturer narrative:
Lot specific voluntary recall ra (B)(4) was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that patient's hip was revised due to disassociation of the head from the stem. The presence of trunnionosis and metallosis was reported, and the head had bored through the liner.